Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the blade of the device turned off every time. The procedure was completed with use of an extraction bag and manual morcellation. There were no adverse patient consequences reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended.